Event description:
During a bone marrow biopsy, while extracting the core sample, it was noted that one of the two blades on the metal extraction canula had broken and was found loose attached to the sample. The broken piece of the metal canula was removed and after the removal of the trocar needle the patient was scanned using the computed tomography and no residual part of the metal canula was noted.